Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a warming/burning sensation in the area of his implanted battery on the r side just above the waistline. The patient reports having a bike wreck approximately 2 months ago landing on the r side. The patient called the rep because he moved and was wanting to try to meet up with a local representative there. The pt was instructed to contact our patient services team and explained to him they would reach out to the local representative there and that individual would contact him to interrogate his battery. When the rep questioned the patient if his stimulation has changed at all since the wreck, he indicated everything still feels the same. He did note however, it seems like he has to charge more since the wreck.